Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while using bd facscanto¿ ii discrepant results obtained when using diva software versus canto software. Patient impact was not reported. The following information was provided by the initial reporter, translated from (B)(6) to english: there is a big difference between the result observed in diva compared to the software canto. We played a whole series but this problem concerned only one hit. The enumeration of this sample is 300,000 lymphocytes, this result was validated on diva but on canto software 150,000 lymphocytes were found. Having two canto bdfacs, we analyzed the same tube on the second canto, we observed the same difference between the two software.

Manufacturer narrative:
H.6. Investigation: scope of issue: the scope of issue is only limited to bd facscanto ii cytometer 4/2/2 sys ivd, part # 338962, and serial # (B)(6). Problem statement: customer reported complaint the instrument producing erroneous results. Manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from 10dec2019 to 10dec2020. Complaint trend: there are 15 complaints related to the issue of erroneous results. Date range from 10dec2019 to 10dec2020. Manufacturing device history record (DHR) review: DHR part #338962 serial # v33896301531, file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of why the customer claims the instrument was obtaining erroneous results was due to improper settings. The parameters the customer was not correct, which the threshold was too high. This was confirmed by the technical service representative (tsr), as he/she assisted them remotely. Improper setup may lead to unexpected results. No parts were changed, and no engineer was needed to be dispatched as the instrument was functioning normally. Although the unexpected results were from patient samples, no patient was treated nor harmed from the results. The results were captured prior to any diagnosis decision and was reported to bd as not expected. Troubleshooting procedures can be found starting on page 181, and page 201 in the bd facscanto¿ ii flow cytometer instructions for use (IFU) manual, #23-20269-00 rev. 1/vers. A. The safety risk is low, and there was no impact to patient health or safety. Service max review: review of related work order #: 01717563, case # 01211155 install date: 21feb2012 defective part number: n/a work order notes: subject / reported: 338962 - bd facscanto ii - difference in result between diva and canto software for a single sample. Problem description: there is a big difference between the result observed in diva compared to the canto software. We played a whole series but this problem concerned only one hit. The enumeration of this sample is 300,000 lymphocytes, this result was validated on diva but on canto software we found 150,000 lymphocytes. Having two canto bdfacs, we analyzed the same tube on the second canto, we observed the same difference between the two software. Work performed: this problem was observed with a single sample. The application service has checked the parameters used. The threshold was quite high. Cause: this problem was observed with a single sample. The application service has checked the parameters used. The threshold was quite high. Solution: the instrument is working well internal notes: samah sfaxi 2020-12-21 08: 45: 36z: further action, other-give reason. Cs & ts are ok. I transferred the request to the application service. I called the client back to see with him if he wants an intervention for laser alignment proposed by nicolas zucchini (because delta pmtvs are around -40) but he said that everything is ok except for this tube so no need for alignment. Samah sfaxi 2020-12-10 10: 14: 08z: further action, other-give reason. This problem concerned only one tube. I asked to see the results. Returned sample evaluation: a return sample was not requested because there were no parts replaced. Risk analysis: risk management file part #338960-05ra, version a, bd facscanto ii flow cytometer (daq) fmea was reviewed. The severity rating in this file is a ¿4¿ based on the previous scale rating. This rating is equivalent to ¿s2¿ in sop6078-02 rev. 12/vers. J, whereby the unexpected result is obvious or indicated by additional (warning) information and hence the impact to the patient is negligible to none. The current mitigations are adequate with rpn under acceptable range. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes no item: acquire data function: start data acquisition; collects event pulse parameters (height, widths, area) and send to the host. Potential failure mode: event rate too high, too much data is being acquired potential effects of failure: loss of data in processing queue, loss of biologic sample potential causes/mechanisms of failure: fpga/electronic failure current controls: triggers fifo overflow/event overflow message to host. Recommended actions: n/a responsible party: n/a target completion date: n/a actions taken: n/a sev: 4 occ: 1, det: 2, rpn: 8. Item: acquire data. Function: start data acquisition; collects event pulse parameters (height, widths, area) and send to the host. Potential failure mode: event rate too high, too much data is being acquired potential effects of failure: loss of data in processing queue, loss of biologic sample potential causes/mechanisms of failure: customer sample prep (too concentrated) /threshold set too low. Current controls: triggers fifo overflow/event overflow message to host. Recommended actions: n/a. Responsible party: n/a. Target completion date: n/a. Actions taken: none needed (e-mail in dhf). Sev: 4 . Occ: 5. Det: 2. Rpn: 40. Mitigation(s) sufficient: yes/ no. Root cause: based on the investigation results the root cause was due to incorrect settings. Conclusion: based on the investigation results, the root cause of the customer acquiring erroneous results on the facscanto was due to incorrect settings, where the parameters were set too high. The tsr confirmed the issue and assisted the customer with the proper settings. There was no repair and the instrument was functioning as expected. No one was harmed or injured, and no medical diagnosis was performed due to the erroneous results. The safety risk is low and there was no impact to patient health or safety.

Event description:
It was reported while using bd facscanto¿ ii discrepant results obtained when using diva software versus canto software. Patient impact was not reported. The following information was provided by the initial reporter, translated from french to english: there is a big difference between the result observed in diva compared to the software canto. We played a whole series but this problem concerned only one hit. The enumeration of this sample is 300,000 lymphocytes, this result was validated on diva but on canto software 150,000 lymphocytes were found. Having two canto bdfacs, we analyzed the same tube on the second canto, we observed the same difference between the two software.